Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Brand name: pelvitex polypropylene mesh. Catalog: 486015. (B)(6).

Event description:
Per additional information received,as per pfs, ¿outcome attributed to device ¿ pain, dyspareunia, urinary problems¿